Event description:
It was reported that this pacemaker stored an appropriate atrial tachy response (atr) episode however no markers were observed. Data analysis was reviewed which revealed this was due to a right ventricular automatic threshold test was being before at the same time. Additionally, it was noted there was a high rate atrial sensing. No adverse patient effects were reported. Subsequent additional information was provided that reported that a device replacement procedure was performed. This pacemaker device was explanted due to normal battery depletion (nbd). The device was replaced with a new device successfully. No additional adverse patient effects were reported. The device was returned to facility.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device determined it had undergone resets, and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker stored an appropriate atrial tachy response (atr) episode however no markers were observed. Data analysis was reviewed which revealed this was due to a right ventricular automatic threshold test was being before at the same time. Additionally, it was noted there was a high rate atrial sensing. No adverse patient effects were reported.